Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown

Event description:
It was reported syringe 1.0ml 1/2in 90 bx 450 mo had sterility issues. The following information was provided by the initial reporter: "I purchased a box of syringes only to open the box to all syringes not in bags and some had caps off. Both caps floating about within the box."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform complaint lot history check due to an unknown lot number. H3 other text : see h.10.

Event description:
It was reported syringe 1.0ml 1/2in 90 bx 450 mo had sterility issues. The following information was provided by the initial reporter: "I purchased a box of syringes only to open the box to all syringes not in bags and some had caps off. Both caps floating about within the box."